Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. D4: attempts have been made to gather all product identification information and no further information has been provided. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Medical records were not provided. The root cause of the reported issue is attributed to user error. Incorrect size stem was initially provided to the surgeon, when the surgeon had asked for the correct size initially. An example IFU for the stem brand states "improper selection, placement, positioning, and fixation of the implant components may result in unusual stress conditions reducing the service life of the prosthetic implants." Complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) ¿ stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the hip procedure, the surgeon broached to a size two and requested a size two stem. A size three stem was mistakenly provided and the femur fractured when implanted. The incorrect stem was removed and the correct size two stem implanted. The fracture was reduced and three cables were placed. Attempts have been made and no further information has been provided.